Event description:
Pt undergoing elective ptca and pca stent dislodged from catheter upon pullback. Stent found under fluoroscopy in proximal rca. Stent captured with ptca balloon and deployed. Dr already present a iabp inserted. Taken to o.r. For emergent CABG of rca and possible circumflex.